Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the hospital with complaint of diaphragmatic stimulation. Additionally, the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the patient suffered from twiddler's syndrome and x-ray imaging revealed that the lead had dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully explanted and replaced. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.